Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 64-year-old female of unknown ethnicity in non-st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed a hematoma and oozing at the access site. The bleeding was resolved with a femstop and the patient was given multiple units of packed red blood cells. Additionally, the patient lost pulses in the left lower extremity. The sheath was repositioned to regain pulses. The patient was reported as stable.

Manufacturer narrative:
Section b5 and h6 were updated as per additional information received.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured acute blood loss anemia with a "definite" relationship to the impella device used. 2 units of blood transfused. Anemia likely due to acute blood loss from left groin hematoma + right groin oozing. It was reported that the patient is not recovered, and the event is not resolved.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. Per the clinical information provided, the root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The root cause of the thrombocytopenia was unable to be determined as insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia and the thrombus was not determined.

Event description:
Additional information received via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured acute blood loss anemia with a "definite" relationship to the impella device used: anemia likely due to acute blood loss from left groin hematoma + right groin oozing. Hgb levels remained low but stable through discharge. It was reported that the patient is not recovered, and the event is not resolved. Additionally, patient endured thrombus and thrombocytopenia with a "probable" relationship to the impella device used: ¿upon impella removal thrombus was noted at access sheath site. Thrombectomy performed with stent placement. The patient recovered with no sequelae. 2 units of blood transfused.

Manufacturer narrative:
B5 and h6 were updated as per additional information received.